Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump black box data showed there was no data available on the date of the complaint issue; the data for the event had been overwritten due to continued use. The current black box data indicated that no loss of power had occurred. During a visual inspection, the battery compartment was observed to be intact with no damage. The battery cap secured properly to the pump. During testing, the pump was run on a 24 hour basal program with no interruption in power or power loss. The pump case was removed and no defects were found to the power circuit. The complaint of a power issue was not duplicated during investigation.